Event description:
It was reported that the ventilator failed internal leakage test during pre-use check. There was no patient involvement. Manufacturer's ref. #: (B)(4).

Manufacturer narrative:
The reported issue has been confirmed during evaluation of the received problem description, service report, device log files and pictures. The reported issue was investigated further on-site and it was found that the air gas module was contaminated with water and required replacement. Moreover, it was confirmed that the source of water was from the hospital's external compressor. After replacement of the air gas module, the ventilator was tested and it passed all functional and safety tests and was cleared for clinical use.

Event description:
Manufacturer's ref. #: (B)(4).